Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and was used and mixture was implanted in patient. (B)(4) expired product that was implanted and left in patient. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tibial plateau fracture surgery, while preparing a 5cc norian mixture, the mixture did not come through the syringe. Another 10 cc syringe was readily available. After injection of 5 cc solution from 10 cc syringe it was noted that the product had expired. The surgeon agreed to leave it in the patient. There was no patient harm, no delay in surgery, and no additional medical intervention needed. The surgery was completed successfully. Patient status/outcome reported as stable. This complaint addresses the expired 10cc norian product that was implanted and left in the patient. This report is 1 of 1 for (B)(4).